Manufacturer narrative:
The product has been received in anticipation of investigation. Once evaluation is complete a supplemental report will be submitted if applicable.

Event description:
The customer reported her blood glucose (bg) reached 400mg/dl after wearing the pod. The pod was deactivated and the patient's mother indicated she did not realize that the cannula had not deployed.